Event description:
It was reported that the patient passed away. The cause of death was unknown and was not provided by the customer. Whether the outcome was device or therapy related was not provided. The pump was not explanted and would not be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not conclusively be established through this evaluation. It was reported that the patient expired on (B)(6) 2021. The cause was not provided, and no autopsy was performed. The account later communicated that no further information could be provided due to the patient¿s privacy laws. Based on a review of the patient¿s available record and a request for patient outcome, there were no device issues at the time of the patient outcome. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.